Event description:
Customer reported that she was hospitalized twice due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 49 mg/dl. Customer stated that the first time her grandson found her unconscious on the floor and called the paramedics. The second time customer stated that she was driving, but she was able to pull off the road and the paramedics came to her. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.